Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that a calibration error alert occurred. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer had to leave before troubleshooting was done. The customer will be sent a replacement sensor.